Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the provided product and lot combination. The investigation noted beach marks on the fracture surface indicated that fracture was due to fatigue and fracture initiation was at the lateral aspect of the fracture surface. No material defects were observed in the nail that could have contributed to fracture initiation and/or propagation. Burnishing in the fractured screw hole provided the evidence that the nail bore the weight of the body. Non-union of bone fracture was noted in x-rays. Excessive weight bearing led to fatigue initiation and propagation to the nail fracture. No material defects were apparent. No evidence was found suggesting product error was a contributing factor. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The nail has snapped at the site of the lag screw.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.